Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer also stated that the insulin pump received another no delivery alarm. Customer was not calling back to perform an high pressure test. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.